Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients implantable cardioverter defibrillator (ICD) system was extracted due to a (B)(6) infection. No further patient complications have been reported as a result of this event.